Event description:
A report was received that the dsd5001 duraseal blue syringe's fluid would not mix with contest of vial (powder). The event occurred on (B)(6) 2016. The product was not in contact with a patient since the mixing has to be done prior to the application. There was no report of patient injury or death and the event did not lead to a significant increase of surgery time. Another duraseal was available and opened without issue.

Manufacturer narrative:
Integra has completed their internal investigation on 08 aug 2016. The investigation included: methods: -evaluation of actual device -review of device history records -review of complaint history results: evaluation of device: visual inspection: the blue precursor syringe was received attached the peg vial fully applied. The clear precursor syringe was received full. There was no evidence of polymer inside the syringe. The vial was received with powder inside. There were blue residual marks on the inner surface of the powder vial, indicating that blue precursor may have been injected into the bottle. Device history record (DHR): a review of the device history record indicates this device lot number was released meeting all quality specifications. Date of manufacture: 14-aug-2015. No trend has been identified. A review of complaint data reveals no trend for a device related failure for this condition. No corrective action was generated for the reported condition. Conclusion: the reported condition was not confirmed. The product tested within normal parameters according to the testing standards.